Manufacturer narrative:
B2: the date of patient death is unknown. The device was returned for evaluation. Console was inspected and tested on an engineering lab bench. Glucose buildup was observed in the purge insert tray but did not impact the ability to run a known-good (kg) pump and purge (no issues observed). The root cause of the purge fluid not detected error was most likely due to improper cassette placement (use issue). This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. It was reported that the console was stuck on priming during a cassette change. The device was replaced with another aic and the procedure was successful. No report of patient harm or injury related to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.